Event description:
Add'l info rec'd from MFR 2/26/04: first, rptr indicated to MFR that they had not tried to get in touch with bsn-jobst prior to filing complaint with cpsc. Second, the skin reaction developed to product resolved itself in about 8 weeks. Third, rptr was concerned about injury caused to the skin when the product is repeatedly applied and removed. MFR pointed out to the rptr that while bsn-jobst sells several thousands of these dressing a month, MFR receives very few complaints - less than 0.1%. Also, the way rptr used the product was unusual. While island dressings are normally applied over a wound and left in place for several days, the complainant applied 8 dressings in 4 days. Repeatedly applying and removing any adhesive dressing is stressful to the skin. Rptr also indicated that they were careful to apply each subsequent dressing exactly over the original site in order to limit the affected area. However, this probably aggravated the affected area causing worse injury to the skin than if they had changed the orientation of the subsequent dressings. In conclusion, while this was an unfortunate incident for the complainant, it does not represent a defect which could create a substantial product hazard or result in serious injury.

Event description:
First degree burn from adhesive in latex-free dressing.